Event description:
Treatment of an unruptured fusiform aneurysm (size unspecified) located in the ophthalmic segment of the left ica (internal carotid artery) that was previously treated with a pipeline (4.25mm x 12mm) but had recanalized. The patient presented with recurring severe headaches behind the left eye. Dual antiplatelet therapy was given. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 12mm) embolization retreatment of the aneurysm without issues. Post procedural angiography showed slow flow into the aneurysm. The patient was reported to be doing well. No further information was provided regarding the headaches at presentation.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).